Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior inspection was performed and revealed black residue on the control box, fill valve had damage next to the connector and one prong was missing. The control box was connected to a test equipment, which revealed the fill valve was not engaging. The voltage check was done on control box board revealed the relay switch controlling the fill valve was shorted internally. The relay switch was replaced, and the board was able to engage the fill valve on test equipment. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician (biomed) at a user facility reported that a dry acid mixer valve caught fire in rinse mode. The wiring harness had damage at the valve. The biomed used a fire extinguisher to put out the fire. Upon follow up, the biomed stated that a patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The biomed stated that they were unsure what could have led to the fire as there have not been any electrical issues in the past. The machine has been running for less than a year. The biomed stated that they are waiting on a replacement. The complaint device is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: although it was stated that the complaint device was available to be returned, to date no parts were returned to the manufacturer for physical evaluation. An on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A biomedical technician (biomed) at a user facility reported that a dry acid mixer valve caught fire in rinse mode. The wiring harness had damage at the valve. The biomed used a fire extinguisher to put out the fire. Upon follow up, the biomed stated that a patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The biomed stated that they were unsure what could have led to the fire as there have not been any electrical issues in the past. The machine has been running for less than a year. An onsite evaluation was performed by a fresenius regional equipment specialist (res) on (B)(6) 2019. The res found that the fill valve had ignited and caught on fire. The fill valve, wiring harness and control box were replaced. The machine had large amount of acid dried inside and outside. The biomed requested an evaluation due to the leak at the base, there were no leak found. The machine was evaluated in all phases and performed as intended. The complaint device has not been returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: although it was stated that the complaint device was available to be returned, to date no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.